Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. The attached user facility report (B)(4) was received from the (B)(6) registry. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received the attached user facility report (B)(4) from the (B)(6) registry. The report indicated vad thrombosis secondary to influenza/right heart failure. The manufacturer received additional information from the hospital's vad coordinator that the pt was in the hospital due to influenza and was on a ventilator. The pt never went back to the operating room and expired.